Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the definitive root cause of the damage could not be determined. The instruction manual identifies the following verbiage, which may have prevented the phenomenon: ¿always install the equipment on a flat, level surface. If the equipment is not level, reprocessing may not be effective or fluids may overflow from the reprocessing basin.¿ olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, the user¿s report was confirmed. One of the big screws that secure the castor was detached. This screw is typically welded together with the bottom cover. Additionally, the bottom cover itself was found damaged, but not completely detached. If additional information becomes available following the device evaluation, a supplemental report will be filed.

Event description:
While inspecting a returned olympus endoscope reprocessor loaner unit, it was discovered that the device had a broken wheel (or caster). This event had no patient involvement.